Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In a bone & joint journal article, the incidence of adverse local tissue reaction due to head taper corrosion after total hip arthroplasty using v40 taper and 36 mm cocr head, for patients which had a hip construct including an accolade tmzf or abgii stem and 36 mm cocr v40 head, the following revisions were reported (all revisions only cite stem removal): two hips revised for aseptic loosening without a known indication of metal ions or metallosis.